Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted no blood or contrast visible. The stent implant was returned dislodged from the balloon and was located on the stylet and inside the protective sheath, confirming the reported dislodgement. There were bent middle struts on the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The distal shaft was slightly smashed 10.5 cm proximal to the proximal seal for a length of 8 mm. There was a bend in the hypotube 85 cm distal to the strain relief tubing. Since this damage was not reported in the incident information, the bend and smashed shaft may have occurred during packaging, handling and return to abbott vascular for analysis. This damage does not appear to be related to or have contributed to the reported stent dislodgement. The inner diameter of the protective sheath and the outer diameters of the stent were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the stent delivery system (sds), negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. To ensure this is not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. It is possible the sheath was inadvertently handled during preparation, resulting in the stent dislodgement and further handling would have contributed to the noted stent damage; however, this could not be confirmed and a conclusive cause could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgment for this lot. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to back loading the xience v stent onto the guide wire, the physician noticed that the stent was missing. The stent was located on the mandrel. The site felt that the stent must have dislodged when the stent cover and mandrel system were removed. The device was not used on the patient. It was replaced with another xience v device. No additional information was provided.